Event description:
Additional information: it has been reported that the patient has positive dysphotopsia and sees starbursts when driving at night. It was also reported that a yag was performed. The indication for the yag treatment has not been provided. The patient is corrected to 20/20 with glasses.

Manufacturer narrative:
(B)(4). The lens is implanted; therefore it is not available for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.

Event description:
The patient reports that she has double/triple vision, blurry vision, halos, rainbows, and is able to see the edge of the lens starting one day post implant. Allegedly, after a few months she now has quadruple vision, constant eye pain, and she is unable to drive at night or work. Patient also reports occasionally seeing kaleidoscopes or half crescent moons. Reportedly eye drops were prescribed to reduce her pupil size and help reduce glare and prescription eyeglasses give her good distance vision. There is no secondary procedure planned at the moment. Additional information has been requested, but no additional information has been received.